Manufacturer narrative:
Additional narrative: correction: the serial number was documented as (B)(4) in the initial report. It has been updated as (B)(4) . Therefore, UDI: (B)(4). Additional information: the device manufacture date was documented as unknown in the initial report. It has been updated as dec 13, 2010. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the rotations per minute (rpms) was below specification and the device had too little power. It was further determined that the device failed for rotational speed and oil leak. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the motor device generated a lot of heat. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.